Event description:
Patient was revised to address pain. The cobalt level was 18 and the chromium level was 3.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. A request for compensation (claim) has been received from this patient. Follow-up activities are being performed by the depuy legal team. No new information has been provided to customer quality at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/3/2014: legal claim received. Dob provided. There is no new additional information that would affect the investigation. This complaint was updated on: 07/01/2014.